Event description:
It was reported that the lead was capped due to oversensing. No externalized conductors observed via review of fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.